Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted due to subjective visual disturbances and cloudy vision despite having an uncorrected distance visual acuity of 20/20+1.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).